Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), approximately 2 months post implant of a 26mm sapien 3 valve, the valve was explanted and a 25mm perimount magna surgical valve was implanted. The reason for the valve explant is unknown at this time.

Manufacturer narrative:
Additional information was received. The patient was considered to be high risk for redo surgery, so underwent a transcatheter aortic valve implantation, with initially a very good result. The patient went on to develop a sinus infection, and then subsequently started developing paravalvular regurgitation with severe paravalvular regurgitation and echo evidence of a rocking prosthesis suggestive of infective endocarditis. The patient was cultured and so far cultures are negative, but the presumptive clinical diagnosis was endocarditis based on the rocking prosthesis and the rapid deterioration of severe paravalvular regurgitation. Approximately 71 days post implant of a 26mm sapien 3 valve, the valve was explanted and a 25mm perimount magna surgical valve was implanted. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. Investigation results suggest/indicate the source of the infection was thought to be a sinus infection. The pvl was considered to be a result of the endocarditis and dehiscence. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.